Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed. A field service engineer (fse) found that doors 2 and 3 were failing but recoverable. The fse tightened the connections, applied grease, reseated the components, and performed testing. The customer verified that the functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer stated that the user was unable to retrieve medications for patients, which caused a delay in dispensing the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer stated that the user was unable to retrieve medications for patients, which caused a delay in dispensing the medication. However, there were no adverse events or injuries reported based on this event.